Event description:
It was reported that the catheter was being placed for a femoral nerve block. The clinician was removing the stylet from the stimucath catheter. When the stylet came out it appeared the internal spring winding in the catheter started unraveling and coming out with the stylet. As a result, the entire catheter was removed and a new kit was used and placed successfully. There was no delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.